Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feeling unwell. The leadless implantable pulse generator (ipg) was reported to be pacing below lower rate on current electrograms (egm). The ipg remains in use. No further patient complications have been reported as a result of this event.